Event description:
Patient with a stroke. We placed a spiderfx embolic protection device and performed carotid stenting. We went to retrieve the spiderfx and it wouldn't come out. After multiple retrieval attempts, the wire that the device was attached to broke, leaving the device behind.